Event description:
It was reported that a vessel dissection occurred and the patient died. A 1.50mm rotapro catheter and a rotawire were selected for an atherectomy procedure in the heavy calcified proximal circumflex (cx) and left anterior descending artery (lad). During procedure, the burr stalled in the proximal cx when it was advancing. The physician pulled the device back into the left main circumflex artery and did two more passes on the lesion. The dissection was visualized in the proximal cx. The patient died post case.

Manufacturer narrative:
Device evaluated by MFR: the returned complaint device consisted of a rotapro device the burr catheter was received attached to the advancer unit. The handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. There were numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil was stretched. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis confirmed the reported event due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a vessel dissection occurred and the patient died. A 1.50mm rotapro catheter and a rotawire were selected for an atherectomy procedure in the heavy calcified proximal circumflex (cx) and left anterior descending artery (lad). During procedure, the burr stalled in the proximal cx when it was advancing. The physician pulled the device back into the left main circumflex artery and did two more passes on the lesion. The dissection was visualized in the proximal cx. The patient died post case.